Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the anchor was cracked near the middle part; therefore, this complaint cannot be confirmed. Manufacturing record evaluation was not required as the reported event was not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. No information provided about the procedure or if it was used a guide wire when insert the screw into bone. The possible root cause could be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it could not be conclusively affirmed. As per IFU: it is necessary to place the place the guidewire according to the procedure and load the interference screw onto the appropriate driver. Finally insert the interference screw and driver over the guidewire and fully insert the screw into bone. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of ligament reconstruction, the anchor was broken off (as the photo shows), changed another two to continue the surgery, the same problem happened again. No additional information could be provided. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection, it was observed that the anchor broken near the distal part and blood residues were found, confirming this complaint. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No information provided about the procedure or if it was used a guide wire when insert the screw into bone. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. As per IFU, it is necessary to place the place the guidewire according to the procedure and load the interference screw onto the appropriate driver. Finally insert the interference screw and driver over the guidewire and fully insert the screw into bone. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a ligament reconstruction surgery on (B)(6) 2021, it was observed that the 5x12 milagro intererence screw device broke. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Event description:
It was reported by the customer in china that during a ligament reconstruction surgery on (B)(6) 2021, it was observed that the 5x12 milagro intererence screw device broke. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of ligament reconstruction, the anchor was broken off (as the photo shows), changed another two to continue the surgery, the same problem happened again. No additional information could be provided. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection, it was observed that the anchor broken near the distal part and blood residues were found, confirming this complaint. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No information provided about the procedure or if it was used a guide wire when insert the screw into bone. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. As per IFU, it is necessary to place the place the guidewire according to the procedure and load the interference screw onto the appropriate driver. Finally insert the interference screw and driver over the guidewire and fully insert the screw into bone. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.